Event description:
It was reported that the insulin pump was exposed to fluid when the customer was on a boat. The blood glucose reading was 121 mg/dl. The customer stated that the insulin pump would not turn on, and it had some liquid bubbles and fog seen within the screen. He stated that there was fluid in the lcd screen from ocean water. Replacement of the insulin pump was advised. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronics, moisture damage found on motor also. Unit received with cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched display window.